Event description:
It was reported on 07/01/2022 by a facility representative via (B)(4) that an ar-8150pp-30 powerpick lever was stuck and needle was jammed. This was discovered during a case with no patient harm.

Manufacturer narrative:
The complaint is confirmed. One ar-8150pp-30 was received for evaluation. Visual inspection noted that the lever was the incorrect component. Per ar-8150pp-30 bom, the required lever component is c1206-01, but the lever present is c-3901-01. The incorrect levers are a known issue affecting this batch. The issue was addressed in ncr-15261 and an event risk assessment was performed and recorded as plm66913. The incorrect levers prevent their normal operation, sometimes getting stuck.